Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the device was power broken. It was further determined that the disconnected sleeve would not go into safe position, the attachment device would not seat properly, the cutter device could not be secured, the cable was cut and the connector cap was missing. It was further observed that there was metal debris in the locking mechanism, the pawls were damaged and the flex circuit potting was cracked. It was determined that the power broken damage was due to user error by running the device in the safe or load position. It was further determined that the cut cable and the missing connector cap was due to misuse/user error. It was observed that the flex circuit was due to wear from normal use which was consistent with a cracked flex circuit potting. This was due to normal use over time. Therefore, the reported condition was confirmed. The assignable root causes were determined to be due to misuse/user error and wear from normal use over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during pre-surgery, it was discovered that the motor device would not hold the attachment device. During in-house engineering evaluation, it was observed that the device was power broken. There were no delays to the surgical procedure as an identical spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.